Event description:
It was reported that prior to starting a da vinci s bilateral ima mobilization procedure, the site experienced right eye video loss and double vision on the pt side cart (psc) touchscreen monitor. The site was instructed by an isi technical support engineer to change the right camera control unit (ccu) settings; however, the right eye video remained black. The site was instructed to switch the ccu connections from left to right and swap to a backup camera head; however, the issue moved to the left eye. The site swapped back to the original camera head using a back up camera head cable and corrected the right eye video loss issue. While modifying the psc settings the site experienced a double image and digital noise. The pt was under anesthesia with no port placements for approx. One hour when the surgeon made the decision to convert the procedure to traditional open surgical techniques. The planned procedure was completed and no pt harm was reported.

Manufacturer narrative:
The investigation conducted by field service engineering (fse) found the site corrected the right eye video issue with replacement of the camera head cable; however, the fse found that the touchscreen monitor video transmission menu was set incorrectly. The psc touchscreen monitor allows the pt cart operator to view the operative site. Adjustment of the menu settings resolved the touchscreen monitor issue. As of 05/13/2009, there have been no reported recurrences of the issue at this hospital.